Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with one hundred points difference. Customer reports that blood glucose had fallen as low as 30 mg/dl. Customer was not able to troubleshoot due to driving car. No further information provided.